Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse found pickup claws stuck on open position. The fse reset the pickup and initialized pick up assembly. Then the fse verified the pick up alignment, ran test 35 and daily start up with no errors. A bhcg control lot #37 was performed and all results were within range. Instrument is functioning as intended and was released. The most probable cause for this event is a jammed pickup arm. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error pickup up down motor on their aia-600ii. The customer rebooted the system and it did not resolve the error. Customer requested service in order to address the reported issue which resulted in delay reporting of results for fsh, bhcg, e2, prl and prog. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.